Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Floseal was used only for the thrombin component. The user explicitly used the product off-label, leading to user error when modifying the components in preparation and delivery mechanism. The floseal product was completely altered. The authors mention recombinant thrombin, floseal is not sourced from recombinant technology at the time of writing, but instead is sourced from human sources. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Age at time of event: median age: 58 years (27-84). Gender: male: 96, female: 59. (B)(4). Literature article: gillespie, s. L., mcavoy, n.c., young, d.e., robertson, a., plevris, j. N., and hayes, p.c. ¿thrombin is an effective and safe therapy in the management of bleeding gastric varices. A real-world experience¿. J clin med. 2021 feb 16;10(4):785. Doi: 10.3390/jcm10040785. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported 155 patients underwent a study in which floseal was used. The study was to evaluate the use of recombinant thrombin for gastric and ectopic varices to treat bleeding. Recombinant thrombin was sourced from an off-label use of the thrombin component from floseal. Each vial of thrombin was reconstituted with 10ml of sodium chloride solution, until a final concentration of 250iu/ml was achieved. The final drug was injected directly into the varix or bleeding banding ulcer using a standard 23-gauge sclerotherapy needle. The needle was held up to 10 seconds before retracting, to reduce the risk of bleeding from the puncture site. An average of 1-5ml of thrombin was used in each injection site, with a mean of 10 ml in a single session. Initial hemostasis was achieved in 144 (92.9%) patients. Immediate hemostasis was not achieved in 11 patients. A balloon tamponade was used in all cases as a temporizing measure. The balloon tamponade was removed 24-48 hours later and was followed by rescue therapy. One patient further received a thrombin injection, six patients received esophageal varices banding and four patients received transjugular intrahepatic portosystemic shunt insertion/upsizing. At the time of this report, the patient outcomes were not reported. No additional information is available.